Manufacturer narrative:
Unit passed displacement test. Unit received with missing horizontal and vertical line segments due to cracked zebra connector. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads were found. Moisture damage on all electronic assemblies noted.

Event description:
The customer reported via phone call that the insulin pump appeared to be damaged. Broken pixels appeared on the lcd screen. There was a line that went up and down and another one that went across the screen. The two lines crossed each other. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.